Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support and was walked through a pump reset, successfully restarting their sensor session without the error resurfacing.